Event description:
On (B)(6)2008, the patient was implanted with an scs system. On (B)(6)2010, it was reported that the patient's ipg pocket was revised due to it being placed superficially and angled. The patient stated that the site was painful.

Manufacturer narrative:
Evaluation: the device history and sterilization records were reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. The ipg was visually inspected and it was noted that the can was dented and instrument marks were on the header and can. The ipg passed the auto test and is within specification. Conclusion: the cause of the reported complaint could not be confirmed regarding patient discomfort. As received the ipg passed functional testing. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.